Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the geometry was totally down. The philips engineer suggested service, but quote was cancelled by the customer and no service has been provided from the philips. The customer was able to resolve the issue on its own. No further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's geometry function was lost. No harm was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.